Event description:
Clinical study. It was reported that less than 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi). Target lesion 1 was located in the 2nd obtuse marginal (2nd ob marg) with 75% stenosis and was 8mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with predilatation; however, due to vessel tortuosity, an attempt to place a 3.0x8mm taxus express2 8.8% drug eluting stent was unsuccessful (failure to cross the lesion) and no stent was implanted. The procedure was also complicated by distal dissection of the 2nd ob marg which occluded a branch vessel. The pt developed chest pain, no ECG changes were noted. No further attempt was made to treat the original lesion or the distal dissection. Final angiography showed 50% residual stenosis of the 2nd ob marg. The pt was transferred to the coronary care unit for observation. Post procedure, the pt's cardiac enzymes became elevated, but did not meet guideline definition of myocardial infarction. The site reports mi based on elevated troponin levels and a positive ck-mb. The pt was treated overnight in the coronary care unit with aspirin, plavix, and integrillin. She had a brief episode (approx 7 beats) of non sustained ventricular tachcardia the next day. An abdominal ultrasound (date unknown) confirmed the presence of an infra renal abdominal aortic aneurysm first documented by coronary angiography on the day of the initial procedure. The pt was discharged 3 days later on aspirin therapy. Renal revascularization and surgical intervention to the abdominal aortic aneurysm were deferred at this time. In the opinion of the physician the relationship of the mi to the taxus stent is probable and the relationship to target vessel is probable.